Event description:
It was reported by the customer that the fowler was not raising. The service technician found that the fowler would raise but then would drift down with weight applied. No pt involvement or adverse consequences are reported.